Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "there was a hair found in the packaging, before it went to the field. We opened another patella and there was no adverse affect to the patient."